Manufacturer narrative:
(B)(4).

Event description:
It was reported that the journey fem impact bumper lt broke during impaction. S&n backup available. No surgical delay or injury to patient reported due this event.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned journey fem impact bumper lt that one of the pegs is broken off the bumper. The broken peg was returned with the device. This instrument was manufactured in 2014, and it exhibits signs of significant use and wear. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Internal complaint reference number: (B)(4).